Event description:
Customer reported that in 2008, she experienced an event of hypoglycemia, passed out and lost consciousness in her kitchen as a result of not being able to use her meter. She stated an injury occurred to her left elbow from hitting the stove. She denied self-treatment, and no diagnosis or third party medical intervention was required. Although no exact device malfunction was reported, customer svc trained the customer on the proper set-up and use of her meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was rec'd and an investigation is in process. A final report will be submitted when the investigation is complete.